Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working several years ago. The pump collapsed and the cylinders did not inflate. The patient underwent a replacement surgery in which a new tactra device was implanted. There were no patient complications.